Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204: monitor/belt unusable) has been confirmed. Upon investigation the monitor's belt receptacle was pulled from the unit and missing. The root cause for the damaged receptacle was excessive force. No adverse event resulted from the defective monitor. Device evaluation of electrode belt sn (B)(4) (manufacture date 06/09/2015) has been completed. The reported problem (service code 204: monitor/belt unusable) has been confirmed. Upon investigation the monitor receptacle was glued inside the trunk cable connector and the belt was unable to connect securely to a monitor. The root cause for the damaged receptacle was excessive force. No adverse event resulted from the defective belt.

Event description:
A us distributor reported that a patient's monitor displayed service code 204 (monitor/belt unusable).